Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Implant lost; translation, (B)(6) 2023; (B)(6). Patient arrives for check-up with pain, at check-up the implant comes out.